Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a rotator cuff repair, while inserting the 4.9mm healx adv sp biocomposite anchor, the surgeon pulled the dynatype trough the kite and when tensioning the tape, the anchor splitted. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Visual observation revealed that the anchor had a crack from the distal part; therefore, this complaint can be confirmed. Also, it appeared to be deformed. The entire device was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 7l43665, and no nonconformances were identified. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 97 devices that were released to distribution. The possible root cause can be associated with excessive tension when hold the sutures could have resulted damage the anchor. Moreover, the axial misalignment or levering with the anchor upon insertion, may result in anchor damage. However, it cannot be conclusively affirmed. As per IFU, maintaining tension on the sutures exiting the driver by holding them while inserting the anchor will result in reduced fixation also, hold slight tension on the sutures and slide the distal tip of the device toward the insertion site. Inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the 4.9mm healx adv sp biocomposite anchor device split upon insertion as the surgeon pulled the dynatype trough the kite and when tensioning the tape. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.